Event description:
The customer called and reported experiencing low blood glucose in the 40 to 49 mg/dl range. She stated she did not know why this occurred and she did not feel well. Customer was advised to follow up with healthcare provider for recommendations. Customer also reported she changed out her set four times, due to no delivery alarms and also received motor error alarms. At time of this report, customer's blood glucose as 375 mg/dl. During troubleshooting for the motor error alarm, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.